Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. The issue of the screw protruding through the skin was reported to have resulted from clinical conditions/complications; however, an exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was needed to replace creo screw head that was protruding through the patient's skin post operatively.